Event description:
It was reported that during tonsillectomy the patient received a burn, on the corner of her lip, during a tonsillectomy. The burn will self heal per the customer.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: could you please confirm the severity of the burn? Per discussion with surgeon ¿ burn description ¿ third degree burn ¿ burn site whitened and slightly blackened around the edges. What medical intervention was used to treat the burn? Intervention ¿ bacitracin ointment. Besides the burn, did the patient experience any adverse consequence due to the issue? No. Are there any anticipated long-term effects from the burn or injury? No. What's patient current status? Burn is healing, per discussion with mom. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: are there any photos of the burn that you could share with us in regards to the burn? If yes, please send to (B)(4). When were the burns first noticed? What is the size of the burn? How was the patient positioned? Does the surgeon believe there is there an alleged deficiency to the device that led to patient burn and if so why? What generator was being used? What power levels was generator set to? What was the pencil that was being used? (What is the product code)? Was the blade fully inserted into the pencil? Was there any damage noticed to the insulation of the pencil? Was there forceps used to insert the blade into the pencil? Will the device be returned for analysis? If yes, to whom should the shipper kit be sent to? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/5/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number of 1821558 was not found in the system. Lot number is not valid.